Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2002, product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the patient had a loss of stimulation and pain relief. The patient reported the programmer lights would not come on despite having changed the batteries. No further complications reported and/or anticipated.